Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer visited the customer site. During device evaluation, the reported issue (power switch cannot be pressed) was confirmed and found to be caused by a defective power switch. The device was repaired on site by renewing the switch. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the power switch cannot be pressed. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty power switch. However, the specific cause of the faulty power switch could not be established at this time. Olympus will continue to monitor field performance for this device.